Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: dtba1d1 crt-d implanted: (B)(6) 2014, 5076-52 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular (rv) lead. The rv lead exhibited a pacing impedance spike that was high and undefined. There was short v-vs and non-sustained ventricular tachycardia episodes showed noise and intermittent oversensing/pacing inhibition. The noise was reproducible with patient movement. A possible fracture was suspected. It was noted the patient has chb (complete heart block) the pace/sense portion of the lead was capped and the high voltage portion of the lead remains in use. It was noted that the physician attempted to implant a new lead but the venous access on the left was occluded. Therefore, a previously capped/abandoned rv pacing lead was reactivated and used in the pace/sense port of the device. No patient complications have been reported as a result of this event.